Event description:
When x-rays were taken in 2004, approximately 30 days following surgery, it appeared to the surgeon that the traxis vue implant had migrated posteriorly from the anterior position it has been in immediately following surgery in 2004. Another set of x-rays were taken in 2004, approximately 90 days following surgery and it appeared to the surgeon that the implant had moved further posteriorly, with the implant about 1-2mm outside the patient's disc space. Patient has declined revision surgery to date.